Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of a solent proxi thrombectomy system with no other devices. The device was bloody, inside and out. The pump, shaft, and tip were microscopically examined and visually inspected. Inspection found no irregularities or defects. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ proxi catheter was selected for a thrombectomy procedure in the distal superficial femoral artery. The device was primed and inserted into the patient's body. After about 30 seconds of aspiration a check saline supply error message occurred. It was determined that 30 seconds of use was plenty, so the procedure was stopped and completed with this device. There were no patient complications and the patient was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ proxi catheter was selected for a thrombectomy procedure in the distal superficial femoral artery. The device was primed and inserted into the patient's body. After about 30 seconds of aspiration a check saline supply error message occurred. It was determined that 30 seconds of use was plenty, so the procedure was stopped and completed with this device. There were no patient complications and the patient was fine.